Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4)

Event description:
It was reported that a remote monitoring transmission had an episode in which there is undersensing of the complexes. The device remains in use. No patient complications have been reported as a result of this event.